Event description:
It was reported that there was a black mark on resevoir of a large volume infusor. This was noted before patient use. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 30, 2014- october 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.